Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, swelling, pain, hardness and fibroids tissue are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported 17 days after injection in an unspecified site with juvederm voluma with lidocaine, patient developed swelling, "light erythema en oedema" on the left "malar fat pad." Patient was treated with ciprofloxacin, however after a week, the symptoms worsened. Further treatment of "ab" and hyalase was given to the patient. The reported symptoms are "less thick and less painful." Further treatment of hyalase was given to the patient and was advised to massage the area 3 times a day to treat the "light hardening and fibroids tissue." Symptoms resolved a month after injection.